Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondents mentioned that the instructions for use (IFU) does not provide sufficient information about the product and its medical application and the customer did not agree with the following statement: the instructions for use (IFU) for the following becton dickinson/bardprovides sufficient information about the product(s) andin the case of bardex® i.c. Aquafili.c. 2-way bardex® and no french size is specified for the council tip foley catheter (strip pack).

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be illegible print & missing print. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the survey respondents mentioned that the instructions for use (IFU) does not provide sufficient information about the product and its medical application and the customer did not agree with the following statement: the instructions for use (IFU) for the following becton dickinson/bard provides sufficient information about the product(s) and in the case of bardex® i.c. Aquafili.c. 2-way bardex® and no french size is specified for the council tip foley catheter (strip pack).